Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced dizziness and nausea approximately seven days after a sensor was placed on her arm. She uses a tandem t: slim insulin pump but was reportedly unable or unwilling to confirm whether the device was operating in modified closed-loop mode at the time of the event. At the time of the episode, her estimated glucose value (egv) was 40 mg/dl. In response, she consumed a banana and a glucose tablet, which raised her egv to 60 mg/dl. Concerned about her condition, she sought care at an urgent care facility, where a manual glucometer reading showed a bg level of 600 mg/dl. She was unable to recall her egv at that time. Due to the severity of her condition, she was transported to the emergency department (ed), where her bg was measured again at 698 mg/dl. Her insulin pump was removed, and no egv data was recorded. She was administered an insulin drip and IV fluids and underwent blood work before being admitted to a regular hospital room. During her hospital stay, she was transitioned to lantus and humalog insulin therapy, with daily bg monitoring. She remained hospitalized for two days and was discharged on (B)(6) 2025, at 12:30 pm with a bg of 191 mg/dl. Upon discharge, the patient reported persistent weakness, attributed to significant blood loss from multiple tests, which led to anemia. She also experienced tachycardia during this period. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code problem code: e0301 anemia / code not available. H6 codes: health effect - clinical code problem code: correction to disregard 4581. Appropriate term/code not available.